Event description:
Caller states, the pt tested 578mg/dl on the inform system and 69mg/dl on a comparison lab drawn within 10 minutes. Caller states, the same pt also tested 190mg/dl on the inform system and 40mg/dl on a comparison lab drawn within 10 mins during an additional comparison. Caller states, the pt was treated with insulin based on device results, however, no adverse event reported. Requested return of suspect system and replacement was sent.